Event description:
After the product was removed from the packaging, a kink was noticed approximately 1 cm distal from the hub. A pinhole rupture was noticed at the point of the kink on the catheter wall. There were no defects with the packaging of the product.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.